Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was found unconscious by his wife. She did not check the patient¿s cgm device at this time and only called 911. Once emergency medical services arrived, the patient¿s bg meter was reading 300 mg/dl and the cgm was reading low mg/dl. Ems transported the patient to the emergency room. At the ER, the patient was treated with unspecified IV fluids and insulin. It was not specified when the patient regained consciousness. The patient was discharged home 2 days later. The patient was ¿doing well¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.